Event description:
It was reported that patient faced bent cannula event on (b)(6) 2026 and patient experienced high blood glucose level and treated with Manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury..To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.